Manufacturer narrative:
(B)(4). It was reported that a large volume infusor overinfused. The reporter stated that the expected therapy time was 46 hours; however, the device completed infusion in less time than expected. The actual duration of the therapy was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion was noticed in a large volume infusor. The infusion of an unknown solution was set to run for 46 hours but the patient stated the infusion completed after only 15 hours. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13f031 was manufactured between june 14, 2013 - june 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.